Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the cannula site and insulin was not administered. The infusion set was in use for 1 day. . No further information available.